Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from contact pins and scratched biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that when using a borescope, a red mark was found outside of the biopsy channel near the biopsy port. During the biopsy channel replacement, the channel was still marked with a red line to track the position. Additional findings include the following: the production label was not proper affixed, the contact pins were leaking causing the leak test to fail, the forceps passage had scratches, the angulation was low and not to specification, the up / down control knob movement was loose (had excessive play), the plastic distal end cover had deep dents / scratches, the objective lens had tiny edge chips (which did not affect the image), the light guide lens had a pinhole on the adhesive / the adhesive was covering 30% of the lens, the bending section cover had a crack, the light guide tube had minor scratches, and the scope connector golden pins were leaking. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a red streak inside of the biopsy channel that could be a bioburden, it will not dissipate after multiple cleanings and cycles in the automated endoscope reprocessor (aer). The issue was found during reprocessing. There were no reports of patient harm.